Event description:
It was reported that a patient underwent a hernia repair procedure approximately six months ago and mesh was implanted. The patient developed a recurrent hernia. The physician states that he removed the mesh and accomplished a general wound closure. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.